Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause could not be determined.

Event description:
It was reported that 4 unspecified bd connecta¿ stopcocks had loose caps that disconnected in the packaging and during use. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the bd plug is disconnected from the bd connecta¿ stopcock(s) in packaging (2) and the bd plug inadvertently disconnects from bd connecta¿ stopcock port during use (2).".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 unspecified bd connecta¿ stopcocks had loose caps that disconnected in the packaging and during use. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the bd plug is disconnected from the bd connecta¿ stopcock(s) in packaging (2) and the bd plug inadvertently disconnects from bd connecta¿ stopcock port during use (2)."